Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump display screen was dim/faded/discolored. The reporter indicated that adjusting the contrast setting did not resolve the issue. There was no noted moisture ingress associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product cause or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.